Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of power cable disconnect events while operating on batteries, was confirmed in the submitted heartmate 3 controller event log files. The customer submitted two log files for evaluation. Each log file contained one atypical power cable disconnect fault - where the rsoc (battery capacity indicator) voltage for one of the power cable leads dropped out (approached zero volts) and did not correspond with the cable voltage (going to the controller). The patient was on battery power when the disconnect events occurred. Both events were momentary ¿ lasting two seconds at most. The log files did not have multiple atypical power cable disconnects. There were no atypical power cable disconnect faults during mpu operation. These events are indicative of a battery/clip terminal connection or a controller power lead connection issue. The customer reported that cleaning the clips and battery terminals resolved the disconnect events. However, the log files did not indicate that the battery/clip terminals were dirty or not maintained. The customer reported that the patient was properly maintaining their equipment and the clips were not mechanically damaged. No products were returned for evaluation. The root cause of the disconnect events could not be conclusively determined based on the event information and submitted log files. The system controller was shipped to the customer with on sep 10, 2020. Per box labeling, the manufacturing date was jun 5, 2020 and the expiration date was jun 5, 2023. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook. Maintenance of heartmate clips and batteries periodically and prior to use is specified in the heartmate lithium-ion battery instructions for use, the heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook instruct users to use care when connecting and disconnecting power sources. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that a power cable disconnect alarm was present in the log files on 07:56:15 on (B)(6) 2021 during a follow up visit. The patient claimed he had not experienced an alarm. The patient was on battery power and no battery replacement had taken place at that time. A review of the log files noted some intermittent indications of a weak connection between the batteries and battery clips which can result in the reported power cable disconnects. Technical support requested that the account check the battery and battery clip contacts for integrity and clean with an alcohol wipe. The remainder of the log file was unremarkable. No equipment was exchanged. It was unknown if the alarms resolved. The battery and battery clips contacts were not checked for integrity or cleaned. The patient was at home. The patient was to present to the hospital on (B)(6) 2021 and download log files. The battery clip and battery contacts would be checked on (B)(6) 2021. Serial/batch/lot numbers for the controller, batteries, and battery clips were to be provided following the (B)(6) 2021 appointment. The alarms resolved by recommended proper cleaning of contacts. The event log captured one event of power cable disconnect on (B)(6) 2021 at 17:05 that was not associated with a power source change. The battery and battery clip contacts were cleaned as recommended. The log files were provided for analysis. Batch/lot/serial numbers were not currently available. The patient confirmed maintenance of the battery and battery clips contacts as recommended. Mechanical damage at the power cable connectors and battery clips was not visible. The connector pins looked to be in proper condition. The patient reported that an audible alarm of one beep per second occurred during exchanging power sources from battery power to the mobile power unit (mpu). A power cable disconnect advisory alarm was present immediately when a connection was disconnected. The patient said that this occurred not in the same time frame as common switching between battery power and the mpu but much earlier. The patient was in close communication with the ventricular assist device (vad) coordinator. The patient was updated to properly describe behavior when alarm occurred again. A review of the new log files captured one event of a power cable disconnect on (B)(6) 2021 at 17:05 that was not associated with a power source change. This looked to be an issue with the connection between the battery clip and the power lead on the black lead. The event lasted approximately 1 second. No other unusual events were noted in the log file.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results, will be provided in the full report.